Event description:
There was no additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a puncture on the cable causing it to fail the leak test. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for the initial reported malfunction, no problem was found; and for the additional reportable findings of a failed leak test, the issue was caused by a puncture on the cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device will not white balance. The issue occurred during set for use. There was no patient harm reported.